Manufacturer narrative:
An operator received medical attention due to slip and fall injury. Information regarding treatment was not provided or available. The operator was placed on medical leave for a week. The operator returned to normal work routine without any restrictions after recovering from injury. No further contact is required. Section a2, a4, and a5: information not applicable as no patient involvement. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that on (B)(6) 2023 a slip and fall injury occurred due to a leak involving the au5800 clinical chemistry analyzer. As a result of injury, the operator had swollen ankle. The operator sought medical attention. The customer did not provide details on treatment received by the operator. The operator was placed on medical leave for a one (1) week due to this event. There is no report of operator being admitted to the hospital. No additional information was provided.